Event description:
It was reported that the patient presented for an implant procedure. During the procedure, testing of the right atrial (ra) lead demonstrated satisfactory parameters. However, upon connection of the ra lead to the pacemaker, low pacing impedance was observed. The physician then connected the ra lead to the right ventricular (rv) port and observed the same results. Visual inspection of the ra lead revealed a breach in the insulation near the proximal end. The ra lead was not used and replaced. The patient remained stable throughout the procedure.